Manufacturer narrative:
The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. Ce (B)(4) initial.

Event description:
The customer, a syncardia authorized distributor, reported that the companion 2 driver exhibited left vs right cardiac output display discrepancy while supporting a patient. There was no reported adverse patient impact. The customer also reported that the patient was subsequently switched to a backup driver.

Manufacturer narrative:
The patient data file was reviewed and revealed cardiac output imbalance (high) alarms thus confirming the customer-reported issue. The driver passed all sections of functional testing. Additionally, a 48-hour observation run was completed at the customer settings with no alarms. The customer-reported issue was not reproduced. The root cause of the customer-reported left vs right cardiac output display discrepancy could not be conclusively determined. The driver performed as intended with no evidence of a device malfunction. This issue will be tracked and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4). Follow-up report 1.